Manufacturer narrative:
(B)(4). Date sent: 03/06/2020. Additional information was requested, and the following was received: what were the indications for surgery? Rectal tumor. What surgical procedure was performed? Laparoscopic anterior resection. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Skilled surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b, I suppose. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, he did. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Not evident. Were the donuts inspected? Yes, the donuts were complete and regular. Was a complete transection of the white breakaway washer visually confirmed? I don¿t remember. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 or 3. Was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes. What confirmation was received that the anvil was properly attached? Tactile sensation and skill level (more than 1200 colo-rectal procedures performed). What is the current status of the patient? Excellent.

Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. D4: batch # r57c46. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? What is the current status of the patient? Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the circular stapler completed the firing cycle, signaled the safety ring break, sutured and cut the tissue but remained attached to it and the head was detached from the machine body. The operation was completed by minilaparotomy, the colon was incised and the head was extracted manually. No patient outcomes.